Event description:
The customer reported that the system froze (locked up). There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. One of the workstation circuit boards and connectors were cleaned and reseated. The system was then found to be operating as intended.